Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report that the insulin pump is frozen and is not working. Customer stated that the pump has a constant tone and none of the buttons are working. Customer reported that the insulin pump excessively alarmed no delivery. Customer stated that he has been experiencing high blood glucose levels for the past few days. Customer's blood glucose reading was around 300 mg/dl. Customer could not complete troubleshooting due to the buttons on the keypad being unresponsive, but will continue with the keypad anomaly matrix. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.